Manufacturer narrative:
Device passed displacement test and self test. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection. No slow response of buttons anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had sticky and the insulin pump was slow to respond to button pushes, often requiring multiple presses for response. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.